Event description:
A malfunction alarm was reported, with no notable events occurring prior to the incident. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump.